Event description:
Related manufacturer reference numbers 1627487-2022-01570, 1627487-2022-01571. It was reported patient underwent a lead revision with no complications (see related manufacturer reference numbers 1627487-2022-01570, 1627487-2022-01571); however, following procedure, patient reported having bleeding at the lead incision site near ipg pocket. No falls, trauma or strenuous movements were reported. Patient went to the ER wherein the physician removed some of the sutures and added staples over the incision site to stop the bleeding. Patient was discharged back home that same night.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.